Manufacturer narrative:
UDI not required. There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient undergoing an MRI of the right shoulder sustained a small, approximately 2.5cm burn to the right forearm just distal to the elbow. The burn was initially diagnosed as 2nd degree, however it was reported that the burn progressed to a 3rd degree burn that wound care provided intervention of debridement.

Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. The mr system was operating within specifications and all safety mitigating devices, including the redundant rf power monitors, were functional when checked by the ge healthcare field engineer. This incident appears to be the result of coupling with high power radiofrequency (rf) energy. The customer indicated that the patient was properly padded and positioned for the exam. In addition, the exam sar levels were within limits. The information reviewed did not indicate there was any system malfunction that may have contributed to the incident. No further actions are planned by gehc.